Event description:
Caller reported that t:slim x2 pump battery would not charge despite attempts with different charging cables and wall adapters including tandem's cable but a third-party adapter. There was no adverse impact to the customer's blood glucose level reported. Tandem technical support arranged for the replacement of the pump and advised the customer on steps to utilize upon receiving the new pump, ensuring that insulin delivery was not interrupted. Customer was instructed to return the malfunctioning pump with a pre-paid label within 10 days.